Event description:
Got saline breast implants by mentor in (B)(6) of 2006. Was a completely healthy woman before that. Within 2 years, I started noticing I had terrible pains throughout my body. Started sleeping for 11-14 hours a night and just had no stamina anymore. The more I tried to work out, the less I could because I would get very short of breath. Anxiety attacks became more prevalent and I would have to pull over while I was driving sometimes because I got such bad dizzy spells. By (B)(6) of 2010, four years after implants, I became so ill I had to stop working. I had vertigo, heart palpitations, low body temperature, low blood pressure, muscle fatigue, weakness, hair loss, rashes on my neck and head, chemical sensitivities, difficulty swallowing, night sweats, sleepless nights, memory loss, cold extremities, muscle twitches, weight loss, became intolerant to gluten along with most everything else I ate, shooting pains in my breast and arms, and breathlessness. Complete loss in quality of life. Dates of use: #1 and #2: (B)(6) 2006 - (B)(6) 2010.